Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two 400cc mentor smooth round moderate plus profile saline breast implants experienced fatigue, numbness on body, numbness in tongue, restless with sleep, depression, some thyroid issues, bad periods, no sex drive, weight gain, dry hair, inflammation in lower abdomen, achy muscles, bad digestion, soreness, swollenness and hormone imbalance post procedure. As a result, patient has a planned removal with no replacements on (B)(6) 2020. This medwatch form is for the right breast prosthesis.